Event description:
It was reported that the pump fails accuracy 10.2%. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. This device has not been in for service in the review period. There was no evidence to review in the event log. The reported problem of fails accuracy (B)(4) was confirmed by functional testing. The cause was the expulsor. Replaced the expulsor to correct the problem. The device passed all functional tests after repair.